Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 17656504. Product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 17613175.

Event description:
It was reported that the patient was receiving insufficient pain relief and was also experiencing difficulty charging his implantable pulse generator. The patient underwent a procedure in which the system was explanted. No adverse patient effects were reported.

Event description:
It was reported that the patient was receiving insufficient pain relief and was also experiencing difficulty charging his implantable pulse generator. The patient underwent a procedure in which the system was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Sc-1132, serial (B)(6). The returned ipg was in hibernation and it was charged fully in one cycle. A review of the patients data found no charging anomalies and the battery depletion rate was within the expected range. It passed the functional test, and an electrical test revealed normal device characteristics. Sc-3400-30, serial (B)(6). Device analysis of returned lead splitter confirmed that the second proximal was fractured between number 2 and 3. No anomalies were identified on the lead aside from the fracture. The damage to the lead splitter is a result of a typical explant procedure, and it is not considered a failure. Sc-3400-30, serial (B)(6). Device analysis of returned lead splitter revealed that visual and x-ray inspection found no anomalies. Sc-2316-50, serial (B)(6). Device analysis of returned lead confirmed the lead was cleanly cut about 10 centimeters from the distal tip. No anomalies were identified on the lead aside from the clean-cut. The damage to the lead is a result of a typical explant procedure, and it is not considered a failure. Sc-2316-50, serial (B)(6). Device analysis of returned lead confirmed that the proximal tip was fractured and contacts 1 through 12 were not returned. Visual and x-ray inspections of the remaining lead revealed no cable fractures. This damage is considered explant damage, and it is not considered a failure. The physician confirmed that the missing contacts were retrieved from the patients body.